Event description:
It was reported the customer received the following results on the aviva system within 10 minutes: 551 mg/dl, 273 mg/dl, 261 mg/dl, 263 mg/dl, and 245 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.